Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending (lad) artery with mild calcification, pre-dilatation was performed with a 1.5x12 mm unspecified balloon catheter at 10 atmospheres (atm) and 14 atm. A 3.5x38 mm rx xience prime stent delivery system (sds) was advanced and the stent was deployed. Post stent implant a distal edge dissection was noted and a 3.0x15 mm xience prime stent was implanted to cover the dissection. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.